Manufacturer narrative:
Please refer to the attached analysis report. Attachment: [20191105 - file-2019-02915 - analysis_and_closure_report_resp-2019-01299.pdf].

Event description:
Reportedly, the patient real time egms were not available in the remote monitoring report.

Manufacturer narrative:
Preliminary analysis revealed that the reported event was due to an inappropriate software management issue.

Event description:
Reportedly, the patient real time egms were not available in the remote monitoring report.

Event description:
Reportedly, the patient real time egms were not available in the remote monitoring report.